Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had issues with fluctuating flood glucose levels. The customer states there was hospitalization for dehydration and acute renal failure. The customer states the pump screen appears darker, the esc button gets stuck, the pump rejects brand new batteries, and they are receiving random no delivery alarms. The customer's blood glucose level was 190mg/dl. The customer declined to troubleshoot the device. The customer was requesting additional training on the pump.

Manufacturer narrative:
.